Event description:
It was reported, pt had received an end of service (eos) message on her device after 1.5 yrs. The pt had relocated and was seeking an hcp. Pt stated, she was unable to adjust stimulation. Display showed "call your doctor" icon. The pt had been using stimulation the last 10 days. The pt did not remember if she saw an elective replacement indicator (eri) message. Pt indicated that her hcp told her that her stimulation system would work for 5-7 yrs based on her settings of 1.5 or 1.6. Pt stated, she hardly used the stimulation. The implantable neuro stimulator (ins) was moved from her back to her abdomen in the fall of 2009 and that was the most recent time device was checked. There was no known accident or incident related to this complaint. The pt was at home. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).